Manufacturer narrative:
Multiple attempts by the manufacturer to gather additional information regarding the report have been unsuccessful. No further information about the case(s) or device(s) is currently available.

Event description:
It was reported by the facility that "a few perfs" had occurred during unspecified cases, which may or may not have been directly associated with use of fuse scopes. No additional information regarding the incidences, patient outcomes, or the devices involved was included in the report.